Event description:
Upon insertion of the angio-seal sheath, the physician noted the sheath had separated; approx 2 inches remained in the pt. An angiogram revealed the sheath section was not in the artery; the physician stated the section may have been in the subcutaneous tissue. The physician prescribed antibiotics. Several days later, the sheath section was surgically removed. The pt was reportedly recovering and was discharged to home. The angio-seal device was stored in a pyxis system with the light off. The device was not exposed to any chemicals prior to use.